Event description:
Pt reported a 7 year history of dvt and pe. Entered the hospital to received a vena cava filter. Instead of a filter, the doctor implanted three stents in the iliac artery. The pt reported that they had pain immediately after implant which was treated with morphine. The pt reported that the pain continues (pinching) unabated and they are not able to sit down.